Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that stent damage was observed. The customer reported that the 3.00x8mm taxus express2 "sds felt rough going down the guide catheter. Unable to cross the lesion. Physician removed and noticed the stent strut was lifted or bulged." The procedure was successfully completed with another of the same device. The patient condition was reported as okay, and there were no complications reported.